Event description:
On july 14, the medtronic sales rep was made aware of a repose bone screw event. The pt originally underwent both tongue and hyoid procedures using 3 screw implants approx 2 years ago. An infection occurred along the midline tongue screw and resulted in the pt routinely placed on antibiotics. Root canals were done on the pt's lower central incisors as the infection seemed to be centered on the apical end of one of her teeth. The doctor did not think that this would resolve the pt's infection, but agreed with the pt to remove one of the screws. The hospital's ent coordinator indicated no malfunction or defect occurred with the repose product.

Manufacturer narrative:
A medwatch form was not rec'd from the reporter. Any missing or incomplete data on this form 3500a is the result of info not being provided or released by the reporter, despite multiple attempts to obtain the required info. This product was manufactured and distributed by (B)(4), and the product line was later acquired by medtronic xomed in (B)(4). The product was being used or treatment of obstructive sleep apnea (osa) and or snoring, not diagnosis. The reporter (ent coordinator) indicated that they do not think the medtronic xomed device malfunctioned in any manner. The actual device was not made available for eval. The eval of the device performance was not possible as the device was not returned for analysis. As of august 11, pt is reported to be fine.